Event description:
The lay reporter contacted lifescan (lfs) on march 14, 2006 alleging that the patient's one touch basic meter does not power on. A medical affairs specialist (mas) spoke to the reoporter on march 14,2006 and obtained the following information. The reporter thinks that the patient has not tested on the meter due to the power issue for about 1-2 days. Reporter does not know whether the patient took her oral medication of glypizide when the meter was not working. This morning at 4:30 am the patient felt symptoms of hypoglycemia which consisted of feeling weak and dizzy. The patient tried to test and the meter would not power on. The patient did not eat, drink or take any medication after attempting to use the meter. Around 8:00am the pateint visited her physician and the reporter does not know what the patient's initial reading was at the physician's office. The patient was treated with candy and a "sweet liquid" and her reading after taking the candy and the "sweet liquid" was around 96mg/dl-98mg/dl. The patient was at the physician's office for 1.5 hours before being released. The meter is not a new product (out of box) and the meter does not power on by pressing the power button. Reporter replaced the battery and meter still did not power on. The battery was correctly installed and the battery contacts were in good condition. Customer care agent (cca) sent the patient a replacement meter.